Event description:
The rptr stated that on admission, the pt's blood sugar level was 125 mg/dl using the hospital's meter and strips. His blood sugar level was then tested on his meter using the MFR's test strips. The results were 45 mg/dl. His level was again tested on his meter using test strips mfg by the co that made the meter and the results were 137 mg/dl. The rptr feels that the strips and not the pt's technique or meter were responsible for the inaccurate blood sugar readings.

Event description:
The rptr stated that on admission, the pt's blood sugar level was 125 mg/dl using the hosp's meter and strips. His blood sugar level was then tested on his meter using the MFR's test strips. The results were 45 mg/dl. His level was again tested on his meter using test strips manufactured by the company that made the meter and the results were 137 mg/dl the rptr feels that the strips and not the pt's technique or meter were responsible for the inaccurate blood sugar readings.